Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the first firing was successful in low anterior resection (lar) surgery. For the second firing, the surgeon set device and the reload and confirmed all indicators (handle, reload, and adapter) illuminated green, however the surgeon could not fire the device. Replaced by another handle and shell and the procedure was continued. The surgeon re-inserted the faulty handle to a charger and charger illuminated red. Replaced with a new device to complete procedure. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance received one device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the chip. While these inaccuracies are small, they are significant relative to the 5 mv limit for cell balancing. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.